Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that after a rotator cuff repair surgery the patient has an infection. Due to the infection the implanted items will be removed in revision surgery on (B)(6)2023. The following devices were used or implanted in the initial surgery: ar-6530-1 lot 829187258, ar-13995n-1 lot 15068024, ar-1927bct-1 lot 14146766, ar-2324bcm-1 lot 15046069. Update swit (B)(6)2023: the initial surgery was performed last week. The infection was observed during the weekend ((B)(6)2023). The intervention is planned for the (B)(6)2023. The surgeon is planning to remove everything without replacing implants. Update swit (B)(6)2023: the implants were successfully removed during revision surgery. They are awaiting the results of the bacteriological sample. The patient will receive an antibiotic therapy and once the infection has been resolved, he will wear stocks.

Manufacturer narrative:
Additional information: d6b, g3, h3, h6. The complaint allegation is confirmed. Based on the images received from the field it is evident that the devices have been explanted. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.